Event description:
The customer reported to a baxter representative a condition of one vial-mate reconsitution device that was alleged with a leak during reconstitution. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This is report #2 of 3 relating to this condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was not returned, however one companion sample was received for evaluation. The reported condition of a leak was not confirmed within the companion sample. A visual examination of the sample showed no signs of physical abnormality. The device was docked to a solution bag and vial, then put through a functional tested. Functional testing showed no signs of leakage. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4) - the sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.